Manufacturer narrative:
On december 14, 2021, mentor became aware that patient is 38 years old. Patient experienced capsular contracture baker grade I and had an explantation on (B)(6) 2021. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction, and should not be coded. Capsular contracture baker grade I is not reportable. Therefore, no further reports will be sent. H6 health effect - clinical code e2402: no product quality issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 750cc mentor memorygel breast implant experienced right sided capsular contracture baker grade unknown post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.